Event description:
On (B)(6) 2015, lay user/ patient contacted lifescan (lfs) and alleged their one touch verio iq had an error 4 message issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the issue began on (B)(6) 2015 at an unknown time. The patient manages their diabetes with insulin (self-adjuster). The patient confirmed that they took their normal dose of medication (including sliding scale) in response to the product issue on an unspecified date/time. The patient claims they developed symptoms of sweaty, clammy and weak 6 days after the product issue began. The patent alleged self-treatment with food and/or drink on (B)(6) 2015 at 6am. No other device was used. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used, the patient testing technique was correct, it is unknown if the sample completely filled the test strip. The cca was unable to walk through a retest with the patient. The issue was not resolved. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.